Event description:
The field service representative (fsr) reported that during preventative maintenance of the device, there was no audio coming from the base. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The fsr found the solder land for the speaker had been taped to the back of the speaker by user facility's biomedical engineer (biomed). Audio was restored to the unit by user facility's biomed. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.